Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The femoral component and it's packaging was returned and evaluation of the returned product determined that, both the outer & inner cavities are cracked and there is no damage observed on outer carton. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. The cracked cavities damage can be caused due to the outside forces during transit or the forces due to the implant. From the received packaging, as outer carton's is not exhibiting any damage, so it may be caused due to forces caused from implant during transit. So the root cause attributed to be packaging transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign source - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when preparing for a total knee arthroplasty, the device was opened and it was found that the outer packaging tray was cracked. As the sterility was in question, a new device was opened and used in surgery. No adverse events have been reported as a result of the malfunction.